Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation, pustules and cellulitis extended beyond the patch perimeter. The skin reaction extended to the upper arm and elbow. A photo was provided with visible erythema extended beyond the area of exposure; the skin was swollen with edema caused by the visible inflammation on the upper arm. The reaction was treated with a prescription of an oral antibiotic doxycycline. At the time of the report the skin reaction was much better. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.